Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient had been almost dead and it was the ninth time from 2021 to 2023. The patient was hospitalized and the doctor had stated they thought the patient was taking pain pills, but the patient had not been. The doctors did not know why the patient was almost dying with a lack of oxygen. The doctors came in and lowered the pump 25% and it had been lowered 50% last november. The doctors had inquired if the pump was failing. The patient reported they could barely walk and if it wasn't for there will they would be in a wheelchair. The patient had been angry due to the pain they were in and almost being dead. The patient stated they had been in the hospital again last week and stated "thank god I'm in touch with my body the last two times and knew something was weird". The patient reported the other times they had been passed out for dead and didn't wake up in the hospital for a few days. The patient could not remember this and stated their memory was horrible and were scared they were going to get severe alzheimer's. The patient stated now their pump has to be removed because it was going to die if it hadn't already.